Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: capsular contracture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient, who's undergone breast prosthesis implantation surgery with two unspecified mentor smooth saline breast prostheses, suffered bilateral capsular contracture (baker grade iii), post-procedure. The breasts were hard and painful. As a result, the patient underwent bilateral removal and replacement on (B)(6) 2020. The replacement devices were the following: (left) 350cc mentor smooth round moderate plus profile saline catalog: 350-2350 lot: 9401453 sn: (B)(4) and (right) 450cc mentor smooth round moderate plus profile saline catalog: 350-2450 lot: 9389545 sn: (B)(4). This medwatch form is for the left breast prosthesis.